Event description:
Distal tip of cannula broke at the most proximal hole during a liposuction procedure. Broken piece remained in patient until additional procedure was performed. The cannula was sold to the surgeon 2-1/2 years ago.